Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-110mg/dl fasting. Verified test strips expire 08/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 79mg/dl; 74mg/dl; 64mg/dl; 68mg/dl; 72mg/dl. Adverse event not reported.